Event description:
It was reported to philips that the device requires service and repair and refurbishment. There was no patient involvement.

Event description:
It was reported to philips that the device requires service and repair and refurbishment. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 2 and 7 were found slightly bent.